Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to low blood glucose. The nurse also reported that the up arrow button was hard to press. The customer's blood glucose was 30 mg/dl at the time of incident. The customer's blood glucose was 134 mg/dl at the time of call. The nurse stated that the customer was given orange juice to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.